Event description:
The stimulator reached end of service (eos) after four months. The stimulator was used 24 hours. The battery longevity calculation estimate (at the programmed settings) was two months. The patient experienced pain at the stimulator pocket site. The stimulator was programmed at: electrode a1: pulse width 450 usec; rate: 120hz; amplitude 6.8 volts, group impedance 879 ohms, 7,705 ma. Electrode a2: pulse width 450 usec; rate 120 hz; amplitude 7.6 volts; group impedance 278 ohms, 24,891 ma. The stimulator was explanted but not replaced. There were significant signs of granulated and inflammatory tissue. White colored tissue was found inside the pocket. The patient was fine after explant surgery. The patient will undergo hip surgery if the pain persists. The patient will receive a new spinal cord stimulation system.

Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.